Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es auxiliary, user reported they had a issue while pulling the medication, required half height cubie pocket drawer required maintenance. The customer reported that the user was able to remove the medication from another station and there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-mar-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the half-height cubie pocket a5 from auxiliary drawer 2.2 required maintenance. A field service engineer removed a significant number of debris from auxiliary drawers 2.1 and 2.2, with debris present in most of the cubies and rows. The fse then tested all cubies using the hardware test application and verified their functionality. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es auxiliary, user reported they had a issue while pulling the medication, required half height cubie pocket drawer required maintenance. The customer reported that the user was able to remove the medication from another station and there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Correction: section h imdrf annex c and d. This supplemental MDR was submitted to reflect the correct annex c and d codes.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es auxiliary, user reported they had a issue while pulling the medication, required half height cubie pocket drawer required maintenance. The customer reported that the user was able to remove the medication from another station and there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.